Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically noting a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which involved guiding them through a pump reset. After the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.